Event description:
It was reported that the patient underwent a stenting procedure for an occlusion of the carotid artery. A casper¿ carotid stent (medfau) was used and post-procedure, the stent became occluded. A mechanical thrombectomy of the internal carotid artery (ica) for post-carotid artery stenting occlusion was performed using a 6.5mm x 45mm embotrap iii revascularization device (et309645 / lot# unknown). The healthcare professional reported that the original plan was to pull the embotrap iii device into the concomitant aspiration catheter via aspiration catheter with proximal balloon (asap) technique, but the embotrap iii and the aspiration catheter (unspecified brand) were pulled in a regular combined technique-like fashion, causing the casper stent and the embotrap iii device to become entangled. A phenom¿ microcatheter (medtronic) was inserted and prodded, but the two devices did not dislodge. When the embotrap iii device was advanced together with the microcatheter, the entanglement was ¿somehow dislodged and the thrombus was retrieved by asap. Recanalization was achieved with one pass, but angiography showed the distal side of the casper stent became deformed.¿ continuous flush was maintained during the procedure. The patient¿s condition was reported to be fine post-procedure; the patient is still hospitalized at the time of the complaint initiation. The patient is under observation with anti-platelet agents. The physician assessed the event as not serious (moderate / minor). It was reported that the devices were not used in accordance with the instructions for use (IFU).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Device entanglement with another device (casper stent) could prevent device retrieval and could cause damage to the device with the potential to result in vessel damage, the release of emboli and subsequent ischemia or infarct, and/or the need for additional intervention. It is important to note, the embotrap iii device was not used according to the instructions for use (IFU); per the IFU, the deployed device should not be withdrawn through a previously stented vessel. If it becomes necessary to cross a deployed stent to access a clot, first the user must ensure that the stent can be crossed with the guide or intermediate catheter. The device should then be fully pulled back into guide or intermediate catheter prior to retrieval through the stent. In this case, the device entanglement resulted in a deformity of the distal side of the casper stent. There were no reports of patient harm, however, the event required prolonged hospitalization, as the patient remains in the hospital for anti-platelet therapy observation. Based on this information, this event meets us FDA reporting criteria 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 31-mar-2024. [Additional information]: on 31-mar-2024, additional information was received. The information indicated that the patient was hospitalized for approximately two weeks; the patient has recovered and was discharged from the hospital. It was also indicated that the patient was prescribed anti-platelets agents, but information related to the anti-platelet therapy was not obtainable. The phenom microcatheter used with the embotrap iii device was a phenom¿ 021 microcatheter (medtronic). There was no resistance during the advancement of the embotrap iii device through the phenom¿ 021 microcatheter. There was no difficulty deploying the embotrap iii device. The information indicated that there was resistance felt because the embotrap iii device got entangled with the casper stent. The devices were not used in accordance with the IFU because, ¿the embotrap iii was used in a vessel with an implanted stent but was not pulled back completely into guiding catheter before removal.¿ no photo of the device is available. The procedure was prolonged by approximately 2 hours; however, the physician did not consider it to be clinically significant. Updated sections: b.4, g.3, g.6, h.2, h.4, h.6, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-mar-2024. [Additional information]: on 25-mar-2024, additional information was received. Per the information, the patient has been discharged from the hospital. The lot number of the embotrap iii device was 23k106av. A review of the manufacturing documentation associated with this lot (23k106av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 08-mar-2024. [Additional information]: on 08-mar-2024, limited additional information was received. The information indicated that the lot number of the embotrap iii device is unknown and information related to the initial reporter was provided. It was also indicated; additional information will be provided as they become available. Section e.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.